Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the pneumoperitoneum leaked from the device. The surgeon completed the procedure with the same instrument. The hospital has reported that no pt injury occurred.